Manufacturer narrative:
This device is in used condition. The blue split cannula has been returned. The depth limiter has been trimmed. The suture and both t¿s were returned. It is noted that the delivery needle is bowed and twisted. There are small scratches at the very tip of the needle. T1 has been manually advanced and has been stripped off the delivery needle. The push rod has been is fully advanced and put t2 into location for stripping off the delivery needle. T2 did not strip off the needle with a pull of the suture because the back end of the implant has been lifted up and wedged in the needle track. IFU warnings states ¿do not bend delivery needle.¿ root cause comment ¿t2 did not deploy¿ cannot be supported due to the condition of the device. No further investigation is warranted.

Event description:
It was reported that during an anterior cruciate ligament reconstruction and meniscal suture surgery, after the t1 deployed, the t2 did not deploy. A same model back-up was used to complete the procedure.